Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2011. Model number/catalog number: sc-2158-70, serial number: (B)(4), batch/lot number: 247364/247366, model/catalog description: linear lead kit 70 cm. The explanted devices will not be returned to bsn.

Event description:
A report was received that the patient had an allergic reaction to the implanted components. The patient underwent an explant procedure and was doing well postoperatively.